Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving dilaudid (20mg/ml at 1mg/ml), bupivacaine (5mg/ml at 0.2499mg/day), and clonidine (600mg/ml at 29.98mg/day) via an implanted pump. Indication for use was noted as non-malignant pain, chronic low back pain, and complex regional pain syndrome type ii. It was noted the patient had some medication allergies but specifics were not reported. It was reported that on (B)(6) 2016, there was a kink in the catheter. The patient was not receiving efficacy from the pump system. The expected vs actual volume was different by 3cc. During a dye study they were unable to aspirate. A catheter revision was done with a new catheter placed. The issue resolved at the time of report. The patient's status at the time of report was "alive- no injury."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported the cause of the catheter kink was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.